Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the torque wrench (p/n: 277040510, lot #: km860375) was returned and received at us cq. Upon visual inspection, it was observed that there were scratches on the device but has no impact on the functionality of the device. No other issues were identified with the returned device. Functional test: the functional test was performed at the fsl owens & minor kings mountain, nc site. Upon the functional test, it was observed that torque handle was found to be out of drawing specification. The drawing specification is 72 in-lbs to 88in-lbs. The torque tested low ¿ 70.317 in-lbs dimensional inspection: no dimensional inspection was performed as the complaint condition of the device failed low in torque test was irrelevant for dimensional analysis. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed investigation conclusion: the complaint condition is confirmed for the torque wrench (p/n: 277040510, lot #: km860375). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance deficiency. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for torque wrench was conducted identifying that lot number km860375 was released in two batches. Batch1: lot qty of (B)(4) units were released on 21 nov 2019 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 10 aug 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H11 corrected data: g4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is june 9, 2020.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. There was no procedure and patient involvement. This report is for one (1) torque wrench. This is report 1 of 1 for (B)(4).